Manufacturer narrative:
Providing updated device identification information in alignment with.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported, during patient use, the cardiosave intra-aortic balloon pump (iabp) had an overheating alarm. Unit was switched out for another unit. No injury or harm reported.